Event description:
On 6/8/99, a call was rec'd concerning cuff leakage from an 8.0 mm et tube. On same day rec'd the field complaint report via fax stating the following: the cuff would not stay inflated following intubation.